Event description:
Product was returned as implant failure at 4 months. Based on the report, pt's bone condition was poor and oral hygiene was good. Surgery was traditional 2 stage on tooth location #2 and the fixture was placed with primary closure. Doctor indicated that the implant was removed because of poor bone quality after sinus grafting.

Manufacturer narrative:
Conclusion: based on inspection and test results, the returned product has been found to be within specifications, except for boxed dimension #1. Although boxed dimension #1 failed to meet the dimensional specifications, it was concluded that minute damages (scratches) to the fixture's hex from the implantation /explantation procedure is what prevents the hex go/no gauge from fitting. The implant was returned due to a failure in bone integration, which is not affected by the hex dimensions. The function of the hex is for abutment attachment and has no impact on bone integration. Therefore, the pt's medical condition, such as poor bone condition, may have contributed to the implant failure.